Event description:
(B)(6) 2005, patient was fitted with stryker 'exeter/ abg.' Surgery was performed by the dr. On the (B)(6) 2011 patient presented with sudden onset of left hip pain. The patient had a potential left prosthesis fracture through the neck of the hybrid total hip replacement. On (B)(6) 2011, client underwent left hip replacement prosthesis revision surgery, with surgeon where a prosthetic fracture was identified the prosthesis removed and a new femur stem and head was inserted. On that occasion the patient was fitted with stryker abgii total hip system.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.